Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2023-jun-12. The rep reported they were not made aware of the lead migration. The pt's last reprogramming session was on (B)(6) 2023. The rep stated they were not present at that reprogramming session. This rep was not sure if the issue is now resolved. Pt weight was requested but unknown. At this time it was unknown if surgical intervention will take place. The pt declined to meet the week of (B)(6) 2023 due to an upcoming surgery for an interstim device. The pt will reach out after (B)(6) 2023 after the procedure. The pt was instructed to keep stimulation below the thresholds and charged in the meantime.

Event description:
On (B)(6) 2023, the patient reported they had been in a motor vehicle accident on (B)(6) 2023. After the accident, their stimulation was causing discomfort. Connections and impedance checks were both all green. Took updated image of leads at appointment. Reprogrammed settings to avoid discomfort. Issue was reported to be resolved. Additional information was received on (B)(6) 2023. The rep and the patient reported that the wires moved as a result of the (B)(6) 2023 motor vehicle accident. The x-rays indicated that the original lead placement was at thoracic vertebra t6. The x-rays following the motor vehicle accident showed that the leads had moved from t6 to thoracic vertebra t7. The pt was made aware of the lead migration sometime in late (B)(6) 2023. The pt stated they did get reprogramming, but their stimulation was still too strong. Patient services reviewed that the patient could attempt to decrease stimulation, but the pt stated they were told the stimulation or intensity couldn't be decreased anymore. The pt was redirected to their doctor for further reprogramming.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type: lead; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type: lead; product ID: 977a260; serial# (B)(6); implanted: (B)(6) 2022; product type: lead; product ID : 977a260; serial#: (B)(6); implanted: (B)(6) 2022; product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va2f5gx015, ubd: 22-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: va2f6n0005, ubd: 24-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 24-jun-2025, UDI#: (B)(4); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.